Event description:
It was reported that the patient's legs were 'giving out' when she would cross a room with the device on. It was stated this had occurred before when the stimulator was on, but it had started to occur when the device was off as well. The patient's symptoms began increasing about one and a half months prior. The patient's balance had been off, her legs felt like rubber where she could not hold herself up, and on occasion her balance was off and was almost falling. The patient was using stimulation minimally as she felt it exacerbates the spasms. The patient was concerned that the device was causing the problems, as all the problems were in the lower body, tingling and balance. The patient stated "it" had always been her left side but the other night it moved to the right side to the point where she couldn't stop the spasms and was up all night. Two days prior the patient was crossing the street and couldn't feel her right leg and feel like she was standing up. The patient stated she got up and lost her "damage." The patient was worried about falling. Approximately three weeks later the patient still had concerns and was scheduled for an appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).